Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported there was no damage or infection to the patient or operator. The air/water leakage occurred from the scope not being tight. The issue was found during reprocessing after an endoscopic ultrasound procedure. The scope was inspected prior to the procedure and no issues were found. There was no impact on the procedure.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to damage to the instrument tube. In addition, evaluation found the scope body had a crack, the insulation resistance value at the distal end did not meet standard value due to a scratch on the distal end cover, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the displayed ultrasound image was defective due to damage on the acoustic lens, the bending section cover had wear, the connecting tube had buckling, the bending angle in the up direction did not meet standard value due to wear of the angle wire, and the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultra gastrovideoscope had air/water leakages or fluid invasion. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe. The report is being submitted due to the gap between the acoustic lens and ultrasound probe found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Per the legal manufacturer, the other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The event can be detected/prevented by following the instructions for use which state: important information: please read before use. Warnings and cautions. Caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.